Event description:
Per va tech rear wheels are sticking and making a noise. Tech believes bearings are bad on booth wheels. Chair has only been used inside and was in circulation for only less then a week (5 to six days) when the problem was notice. Chair sold (B)(6) 2012 but sat in storage until now.